Manufacturer narrative:
As reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) had limited deployment during use. There was no patient injury. The patient had no infectious disease. The device was used after intracranial angiography surgery. The operator was trained to the device. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was received with the guard locked and the indicator wire already deployed. The reported event of ¿indicator wire deployment difficulty¿ was not observed through analysis of the returned device since the device was received with the guard locked and the indicator wire deployed. The cause of the reported issue could not be determined, especially since the condition of the returned device did not match the event reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) had limited deployment during use. There was no patient injury. The patient had no infectious disease. The device was used after intracranial angiography surgery. The operator was trained to the device. The product is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.